Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had weak air/water flow and the lens was no cleaned sufficiently. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged, the distal end cover had a sharp edge, the distal end cover was dented, the distal end cover was scratched, the bending section rubber glue was cracked, water removal was reduced because the nozzle and air/water channel were clogged, and the air/water flow was reduced because the nozzle and air/water channel were clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis exera ¿ olympus cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ¿ olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.